Event description:
It was reported to nova biomedical that a consumer received a result of 138 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 291 md/dl. During the call to the customer support, the integrity of the test strips was determined to be in the range. But, the difference in these two readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.